Manufacturer narrative:
B5: the event description was updated based on additional information provided by the physician. The investigation results are not impacted by the updated information.

Event description:
The patient presented with a long complex in-stent stenosis of a previously implanted bare metal stent (manufacturer unknown) in the right superficial femoral artery due to peripheral artery disease. It was planned to treat the lesion with a 5 mm x 25 cm gore® viabahn® endoprosthesis with propaten bioactive surface. In a cross-over maneuver using a destination® guiding sheath (terumo) the viabahn® endoprosthesis was advanced to the lesion over a 0.018¿¿ v-18¿ controlwire¿ guidewire (boston scientific). It was reported, that it was difficult to advance the viabahn® endoprosthesis due to the stenosis. The viabahn® endoprosthesis was placed within the previously implanted bare metal stent (bms) so that it protrudes about 1 cm at each end of the bms. They initiated the deployment of the viabahn® endoprosthesis and removed the deployment line from the patient. Reportedly the viabahn® endoprosthesis expanded only 2 cm at the tip the rest of the endoprosthesis remained constrained. The physician decided to retract the viabahn® endoprosthesis back into the introducer sheath. Reportedly, he experienced big friction, but eventually he managed to retract the device into the sheath except the expanded part of the viabahn® endoprosthesis. It was reported, that the physician then retracted the partially expanded viabahn® endoprosthesis together with the introducer sheath in a tandem from the patient. Further x-ray imaging showed that the artery got dissected. They suspected that manipulation and retraction of the partially expanded device might have led to this injury. To complete the procedure two viabahn® endoprostheses were placed: one viabahn® endoprostheses (6 mm x 25 cm) at the planned location, and one viabahn® endoprostheses (5 mm x 15 cm) to treat the dissection of the artery. Reportedly, x-ray imaging showed, that both viabahn® endoprostheses were not patent at the end of the intervention. The physician assumed thrombus formation due to the previous procedure. The patient received lysis for one night. The day after, the viabahn® endoprostheses were open. The patient is fine so far.

Manufacturer narrative:
The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. A review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted in the patient. The device remains implanted in the patient. Therefore it is not available for investigation. Review and analysis of all available information fails to indicate a potential root cause of the incident as reported to gore. Please be informed that within the event in total three devices were involved. They are reported with MFR report #2017233-2019-01096 (lot 20764863, partial deployment, dissection) and #2017233-2019-01097 (lot 20847702, treatment of lesion) and #2017233-2019-01098 (lot 20394918, treatment of dissection).

Event description:
The patient presented with a long complex stenosis of the right superficial femoral artery due to peripheral artery disease. It was planned to treat the lesion with a 5mm x 25 cm gore® viabahn® endoprosthesis with propaten bioactive surface. In a cross-over maneuver using a destination® guiding sheath (terumo) the viabahn® endoprosthesis was advanced to the lesion over a 0.018¿¿ v-18¿ controlwire¿ guidewire (boston scientific). They initiated the deployment of the viabahn® endoprosthesis and pulled out the deployment line completely from the patient. Reportedly the viabahn® endoprosthesis expanded only 2 cm at the tip. The physician decided to retract the viabahn® endoprosthesis back into the introducer sheath. He managed to retract the device into the sheath except the expanded part. It was reported that the physician decided to retract the partially expanded viabahn® endoprosthesis together with the introducer sheath in a tandem from the patient. Further x-ray imaging showed that the artery got dissected. They suspected that the manipulation and the retraction of the partially expanded device might have led to this injury. To complete the procedure two viabahn® endoprostheses were placed: one viabahn® endoprostheses (6mm x 25cm) at the planned location, and one viabahn® endoprostheses (5mm x 15cm) to treat the dissection of the artery. Reportedly, x-ray imaging showed, that both viabahn® endoprostheses were not patent at the end of the intervention. The physician assumed thrombus formation due to the previous procedure. The patient received lysis for one night. The day after, the viabahn® endoprostheses were open. The patient is fine so far.